Manufacturer narrative:
Additional information was added to the device was received for evaluation. A visual inspection was performed and a white object was discovered inside the port which resulted in no flow in the blue part of the port of the filter. Pressure and clear passage under water testing were performed and no flow was observed. The reported condition was verified. The cause of the reported condition was unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set failed to deliver lipids to a patient. The customer stated that there appeared to be a blockage in the 1.2 micron filter which did not allow fluid to flow through the set. There was no patient injury or medical intervention associated with this event. No additional information is available.